Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there is undersensing on the electrogram, a rise of the capture threshold, and a slight rise in the pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.